Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was not functioning. The following information was provided by the initial reporter : the quality laboratory at astrazeneca reported that during routine testing of 18 bd ultra-fine pen needles 8mm x 31g devices a defective needle was found that caused an out of specification result. Date of event : (B)(6) 2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was not functioning. The following information was provided by the initial reporter : the quality laboratory at astrazeneca reported that during routine testing of 18 bd ultra-fine pen needles 8mm x 31g devices a defective needle was found that caused an out of specification result. Date of event : (B)(6) 2021.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Several high magnification images of a cannula were provided in a written assessment. The customer reported a defective needle. The images were examined, and it was observed that two sets of images were provided to compare two separate cannulas. One pair of images appeared to show a subject with an obstructed cannula opening. Based on the images provided alone it could not be determined that a defective bd pen needle was captured. Without the physical sample to test, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.